Event description:
It was reported that during a rotational atherectomy procedure, unexpected burr movement occurred. The lesion was located in the severely calcified ostium of the right coronary artery (rca). The length of the lesion was reported as ostial <15mm. The lesion was successfully ablated with a 1.50mm and 1.75mm rotalink plus burrs. The physician then advanced 2.00mm burr to the ostial lesion and ablated for 15 seconds at 140,000 rpm;s and the burr broke through the lesion and jumped forward about 15-20 mm. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the returned rotablator catheter unit revealed that the handshake connection was jammed within the sheath of the catheter unit. The sheath was cut open to retrieve the handshake connection. The handshake connection was bent and the slide tube which was in a forward position could not be moved due to the bend in the handshake connection. The catheter unit was not attached to a control advancer unit due to the bend in the handshake connection. The burr was microscopically examined and no issues were noted with the burr annulus. A scratch test was performed and it confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, unexpected burr movement occurred. The lesion was located in the severely calcified ostium of the right coronary artery (rca). The length of the lesion was reported as ostial <15mm. The lesion was successfully ablated with a 1.50mm and 1.75mm rotalink plus burrs. The physician then advanced 2.00mm burr to the ostial lesion and ablated for 15 seconds at 140,000 rpms and the burr broke through the lesion and jumped forward about 15-20 mm. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as fine.

Manufacturer narrative:
(B)(4)